Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. We are working on the manufacture record evaluation (mre), once we get more information it will be submitted in the supplemental. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-procedure, pericardial effusion was noticed, and the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by ultrasound. Pericardiocentesis was then performed to remove 60cc of fluid from the pericardial space. It is unknown if extended hospitalization was required. Patient¿s outcome was fully recovered with no residual effects. Physician causality opinion is unknown. No bwi product malfunction was reported. Transseptal puncture was performed with a baylis transseptal needle. The catheter irrigation was set within nominal settings. The force visualization features used included graph, dashboard, vector and visitag. The additional filter used with the visitag module was 3g 25%, 2mm, 2mm. The color option used prospectively was time.